Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no delivery alarm which was causing a high blood glucose level of 268 mg/dl. Customer reported treating the high blood glucose level with a manual injection. Customer later reported that the infusion set was occluded and the insulin pump failed to alarm no delivery. No further information was provided.